Event description:
It was reported by service report that the footboard was broken on the patient right side where the handle and control cover meet. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - footboard.